Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a vibrating implantable cardioverter defibrillator (ICD). Device interrogation revealed that the ICD was in backup vvi. The cause of the backup vvi was due to communication with the patient's home monitor. The device was reset. There were no adverse patient consequences.